Event description:
Per staff, final closing count performed at 1205. Scrub tech informed nurse that 4/6 fish hooks had broken/snapped, and the curved metal hook was missing on 2/6 fish hooks. Surgeon notified. One metal hook located during end of count. Unable to locate one hook. Surgeon requested radiology. X-ray of head taken and hook visualized. Surgeon attempted to remove hook, but unable to locate, even after multiple x-rays and attempts to remove. Hook difficult to locate in part due to patient head in metal mayfield holder. Surgeon closed incision in order to remove mayfield. Patient re-prepped and draped, and new x-rays taken with continuous attempts to remove hook. Hook removed by surgeon and final closing count performed, count correct. Broken fish hooks collected and given to nurse supervisor.